Event description:
It was reported that the device was in backup vvi. It was also noted that the patient underwent an MRI and it was not known if the device was programmed off prior to the imaging. The issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.